Event description:
A report was received that the patient was charging the ipg for a longer period of time. The patient underwent a pocket revision wherein it was discovered that the ipg was tilted. The ipg was replaced per physician¿s preference. The patient was doing well post-operatively.

Event description:
A report was received that the patient was charging the ipg for a longer period of time. The patient underwent a pocket revision wherein it was discovered that the ipg was tilted. The ipg was replaced per physician¿s preference. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined that this slightly higher than normal current drain was from the analog/digital integrated circuit section of the ipg electronics. It could not be determined conclusively, which integrated circuit was the root cause of the failure as both components were covered in epoxy which made test points inaccessible, and troubleshooting to specific component level was not possible.